Event description:
On december 5, 2019, takeda received a product complaint ((B)(4)) which stated that when the blue cap was removed from the baxject iii device (advate 250iu w/ baxject iii, lot tavt052ba) there were red flakes on the inside of the luer port where the syringe is connected to withdraw the reconstituted product. The product was not used. No adverse event reported. A low-resolution photo was received from the reporter on december 31, 2019. Based on the photo, several small dark objects can be seen on the inside threads of the luer port. The sample is still pending receipt, so the identification, source, and mobility of the objects are not yet confirmed. Once the sample is received and analyzed, an update shall be provided. No other similar reports have been received to date. Follow-up: the complaint sample was received by takeda and analyzed on january 22, 2020. Stereomicroscopic examination of the sample revealed that the particles were embedded within the surface of the luer port. Since the particulate is embedded it could not be identified. Embedded particulate matter that is > 0.2 mm2 per current tappi standard is categorized as a minor defect according to the baxject iii specification. The size of the embedded particulate matter in the complaint sample was measured and the total size was less than 0.2 mm2, which therefore is not categorized as a defect. Based on the additional information from the sample analysis, there is no product defect and negligible risk to patient. There have been no other observances of embedded particles for this lot and takeda considers this an isolated event.

Event description:
On december 5, 2019, takeda received a product complaint ((B)(4)) which stated that when the blue cap was removed from the baxject iii device (advate 250iu w/ baxject iii, lot tavt052ba) there were red flakes on the inside of the luer port where the syringe is connected to withdraw the reconstituted product. The product was not used. No adverse event reported. A low-resolution photo was received from the reporter on december 31, 2019. Based on the photo, several small dark objects can be seen on the inside threads of the luer port. The sample is still pending receipt, so the identification, source, and mobility of the objects are not yet confirmed. Once the sample is received and analyzed, an update shall be provided. No other similar reports have been received to date.